Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant body fluids were noted in the lumen of the lead. The physician attempted several times to flush the lead and was unsuccessful. The lead was not used and a new one placed successfully. The patient was stable.